Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023, on an unknown date the patient experienced peristomal redness, erythema and exudate at the stoma site. The patient was prescribed ciprofloxacin for one week. It was reported that the patient's symptoms improved following the antibiotic therapy.

Manufacturer narrative:
Reference record (B)(6). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.